Event description:
Reporter indicated that diagonistic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life was a likely cause of the high lead impedance test result. It was reported that the had experienced a recent increase in seizure activity, but it was unk whether the increase was above pre-vns baseline frequency as the pt has never experienced significant efficacy with the vns therapy. Review of x-rays by MFR revealed that the lead electrodes appear to be implanted at the recommended c-4 to c-5 level. Three tie downs were noted and the strain relief bend and strain relief loop appear to adequate. No obvious lead fractures were noted. The lead connector pins were noted to be past the generator block, indicating proper lead/generator connection. Some of the lead body was noted to be under the generator and as such, a lead fracture could not be ruled out in that area. Report is incomplete because no reesponse has been received to MFR's requests for additional info from treating physician. Lead break is suspected. Revision surgery is likely.